Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing the device was unable to recognize an open door. The cause was identified that the upper latch switch was depressed and upper auxiliary which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device was unable to recognize an open door. No additional information is available.